Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the caster bolts were loose which allowed the casters to rotate. The technician tightened the caster bolts to repair the bed.